Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 for pelvic discontinuity causing a loose cup on the right side. The surgeon believes fixation was inadequate inferiorly causing cup to shift and loosen ultimately causing dislocation after a muscle spasm. The surgeon decided to involve a pelvic trauma surgeon to fix the discontinuity; after his initial attempt a revision failed.

Manufacturer narrative:
An event regarding an alleged loosening involving a tritanium revision spherical acetabular shell was reported. The event was confirmed. Method and results: medical records received and evaluation: medical records were reviewed by a clinical consultant who noted that a group of x-rays confirmed a loose acetabulum with pelvic discontinuity, while one x-ray confirmed dislocation. The clinical consultant indicated that medical record review could not be completed because operative reports, post operative x-rays and progress notes were not provided. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that shell fixation was inadequate inferiorly due to the presence of a pelvic discontinuity. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 for pelvic discontinuity causing a loose cup on the right side. The surgeon believes fixation was inadequate inferiorly causing cup to shift and loosen ultimately causing dislocation after a muscle spasm. The surgeon decided to involve a pelvic trauma surgeon to fix the discontinuity; after his initial attempt a revision failed.